Event description:
It was reported that just after implant the device displayed a power-on-reset condition along with a "call your doctor" icon. It was suspected that cautery was the cause. The condition was cleared with the physician programmer and the patient has a good outcome.